Manufacturer narrative:
Although a temporal relationship exists between ccpd therapy with the liberty cycler and the patient¿s adverse event(s) of abdominal pain, constipation, nausea, vomiting and subsequent hospitalization, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event(s). The file contains no allegation or indication a fresenius device(s) malfunctioned or failed to perform as expected. Per the discharge summary the abdominal pain, nausea, vomiting and constipation are chronic in nature (as reported by the patient) and are likely due to irritable bowel syndrome and the presence of prominent fecal matter. Additionally, it is known the most common gastrointestinal symptoms in patients with renal failure include nausea, vomiting, abdominal pain, constipation and diarrhea. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review was not performed. The serial number of the device is unknown.

Event description:
Peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient was hospitalized due to nausea and vomiting. During a follow-up call the pdrn stated the patient was advised to utilize 4.25% dextrose solution, and competed treatment without issue. Regarding the hospitalization, the pdrn reported the patient was hospitalized for nausea and vomiting on (B)(6) 2018 through (B)(6) 2018. The pdrn stated the patient has gastrointestinal (gi) issues (unspecified), and a buildup of scar tissue (location unknown) which contribute to the patient experiencing these event(s) at times. On 30/mar/2018 the discharge summary was received by post market surveillance (pms). The discharge summary states the patient presented to the emergency room (ER) for complaints of abdominal pain, nausea and vomiting for approximately 1 week (date unknown). A computerized topography (CT) scan revealed prominent fecal material, and the patient was admitted for further evaluation. The patient was diagnosed with irritable bowel syndrome, for which the patient refused any bowel regimen. The patient was started on hyoscyamine and discharged home in stable condition. It is unknown if any fresenius device(s) or product(s) were utilized during the admission.